Manufacturer narrative:
System analysis/service repair on september 12, 2014: the reported ¿errors 302/202¿ were confirmed when system was turned on. The resonator, q-switch driver assembly, di flow switch assembly, laser power supply (lps) and master control board were replaced but the issue was not resolved. The laser system xps50578 was sent to manufacturer for further analysis. Product evaluation summary: the laser system xps50578 was evaluated on september 24, 2014. The error 202.11 ¿interlock open¿ issue appeared on the screen when key power was on. The flash messages to check cables on ¿tsb faulty interlocks and lrcb faulty interlock¿ errors were noted. The cables were checked and replaced. The error 202.11 disappeared after display s/n 14084/008 was replaced. Probable root cause: based on the fa report, the root cause was determined to be the result of a faulty display. The q-switch drive, master control board and lps were returned to ams on october 16, 2014. No problem was noted with the returned q-switch drive.

Event description:
It was reported that before a procedure with a patient sedated, error message 302 and 202 were observed. The procedure was canceled. Patient outcome "ok" reported. Additional information not reported.